Event description:
Reportedly, on 13-january-2025, the home monitor no longer turn on.

Manufacturer narrative:
Analysis of the subject returned device did not confirmed the reported event, the device is able to turn on, but it highlight another issue. The device is out of order and turn off after a moment. The most probable hypothesis is that the observed issue could be caused by flash memory or operating system corruption, which is preventing the device from booting properly. However, the first cause of this problem could not be fully identified. This case is retained and utilized for trend purposes.